Manufacturer narrative:
The reporter¿s phone number was not provided. UDI: the device manufacture date is currently unavailable. Therefore, the UDI is incomplete. Concomitant medical products: concomitant med products: small battery drive device, double air hose device, battery devices, drill bit devices, burr attachment device. The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the surgeon encountered a problem on the 3.5 locking compression plate (lcp) box as well as the drill bit devices of the locked bolt that were blinded. According to the reporter, the small battery drive device was requested; however, the battery devices were not charging. The surgeon then used the compact air drive device with the double air hose. However, the device stopped working in the middle of the surgery until it did not work at all. It was reported that after almost one hour of stoppage of the surgery, the issue was resolved with the use of a nitrogen punch. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.